Event description:
It was reported that the minicap transfer set had a "connection issue" between the patient connector and titanium adapter. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. It was further reported that there was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation with the original cap attached to the female connector. A visual inspection with the naked eye did not identify any issues. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The integrity testing was performed and there were no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.